Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the pump touchscreen display was "blotchy' and difficult to see. Customer¿s blood glucose was between 50-400 mg/dl. Low bg was caused by a correction bolus that was intentionally administered; however, customer also rode a bike after delivering correction bolus, and bg subsequently lowered to 50 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly the customer continued to use the pump for insulin therapy.